Event description:
This is the second of two reports concerning the same patient. (See mfg report number 1651501-2014-00013). This report concerns the proximal mcp implant. It was reported the patient underwent surgery (B)(6) 2013 with the implantation of a mcp device in the middle finger of his right hand for an "arthritis issue". Early (B)(6) 2014, patient had an xray which showed mechanical loosening of implant, possible shearing. A revision surgery and explantation of the mcp device was performed on (B)(6) 2014. Add'l info was requested by integra.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.